Event description:
The customer reported via phone call that the infusion set was leaking and insulin was not coming completely through the tubing. The customer reported noticing this issue during the priming process. By the time of the call, the customer had changed out the infusion set. Blood glucose level at the time of the incident was 80 mg/dl. The customer will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.